Manufacturer narrative:
Pc(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(4). Clinical adverse event received for radiolucent line around the femoral component with component migration consistent with loosening of the femoral component. Event is not serious and is considered mild. Event is related to device and not related to procedure. Doi: (B)(6) 2013. Doe: (B)(6) 2017; (left hip). Clinical adverse event received for femoral component loosening. Event is serious and is considered severe. Event is related to device and not related to procedure. Doi: (B)(6) 2013; doe: (B)(6) 2014; dor: (B)(6) 2014; (left hip).